Event description:
The user stated they had discrepant magnesium results and provided data for two patient serum samples. Sample 2 from (B)(6) male had an initial result of greater than 6.08 mg per dl, repeat result with an autodilution was 8.66 mg per dl, and an additional repeat result was 2.47 mg per dl. The initial and first repeat results were generated on the primary tube and the final repeat result was generated from the sample in a cobas cup. The erroneous results were not reported. The field service representative determined the cause was possible contamination and decontaminated the system, replaced the main water filter and degasser. He also replaced the st2 r2 clean valve. To verify the analyzer operation, he ran calibration and qc for magnesium.